Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a leak greater than 5mm around the closure device. The physician brought the patient to have an additional procedure where the leak was successfully closed. The patient did not experience any complications as a result of this event.